Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implant (corail stem) was broken in the neck zone after the primary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd (B)(6) 2016-medical records received. After review of the medical records for MDR reportability, it appears the primary operative note was provided. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The complaint description states that the implant (corail stem) was broken in the neck zone after the primary. The device associated to the complaint was returned for analysis. The stem fracture was located proximally within the neck region. Observation of the fracture surfaces show a pattern of concentric lines, indicative of low-cycle fatigue. The DHR analysis performed for the corail stem did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed for the corail stem, no other similar complaint was reported for the affected product code and lot combination. X-ray provided were reviewed. Three x-rays show clear fracture of stem neck. 2 x-rays show construct prior to fracture: stem appears to have good fit within femoral canal. The medical report for primary surgery were provided and reviewed. Report gives no further information as to the root cause of the stem fracture. Based on the investigation performed, the root cause could not be determined with certainty. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Based on the investigation performed, the root cause could not be determined with certainty. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.